Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hals colon procedure, the device's seal cap tore when inserting the device. Another device was used to complete the procedure. There were no adverse consequences to the pt.